Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject coil was protruded and the lvis evo stent was implanted due to coil protrusion. Based on the physician¿s opinion the cause of the coil protrusion was due to an oversize of the coil. The procedure was completed without clinical consequence to the patient the patient was discharged from hospital to home on the next day post procedure. There was no adverse events since the procedure but prior to discharge. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject coil was protruded and the lvis evo stent was implanted due to coil protrusion. Based on the physician¿s opinion the cause of the coil protrusion was due to an oversize of the coil. The procedure was completed without clinical consequence to the patient the patient was discharged from hospital to home on the next day post procedure. There was no adverse events since the procedure but prior to discharge. No other information was provided.